Manufacturer narrative:
(B)(4). Visual inspection found the seal plate had separated from the backing. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. The knife was activated on a silicone test strip and the results were acceptable. The device reopened without difficulty after sealing. The damage to the jaws is presumed to be a result of prying the jaws open. The investigation could not determine the root cause of the customer's report. The IFU states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during a procedure, the device would not open. The surgeon used a forceps to pry open the jaws of the device. It is unknown if the device was applied to patient tissue at the time. There were no adverse consequences or injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.